Manufacturer narrative:
This report has been submitted on december 09, 2021.

Event description:
Per the clinic, the patient developed granulation at the implant site. The patient then underwent revision surgery under general anaesthetic on (B)(6) 2021, in order to have a magnet placed on the internal fixture, converting the patient to a subcutaneous baha implant system. No other event or complications that may have contributed to the decision to convert the patient were reported.